Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by a pharmacist that a (B)(6) male patient was wearing daily disposable lenses, day and night over a 20 day period. The pharmacist specified that the patient had been doing this for more than 20 years with the lenses. At the time of report, the patient had experienced corneal ulcers. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).